Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if the device fired unformed clips? Yes, the device fired unformed clips. Or did the device feed unformed clips into the jaws that fell out of the jaws? No information. Or did device feed unformed clips that ejected from the jaws? No information. Please clarify the event with further detail. Thank you. We are sorry but no more information.

Event description:
It was reported that during a laparoscopic low anterior resection, the clips were unformed continuously. The device was used on the blood vessel. No bleeding occurred. The unformed clips were removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m92945. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.